Event description:
.

Manufacturer narrative:
The previously reported event is being un-reported. The device involved was a marketed unit/under ide as part of the (B)(4) . Adverse reporting is the responsibility of the (B)(4) . The event had already been reported by (B)(4) .

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) female patient was part of the (B)(6) study. The patient underwent the index procedure with balloon angioplasty and delivery of one assigned cypher stent in the proximal rca. Bivalirudin was administered. The angiographic core lab reported a 17% final residual in-lesion stenosis with no dissection and timi 3 flow and a 85% side branch stenosis of the ac marginal. The site reported a right groin hematoma >5 cm a day after the procedure. The site reported no intervention was performed and that the hematoma had resolved. There were no further post-procedure complications and the patient was discharged on asa and clopidogrel. Repeat angiography two months after the index procedure for recurrent angina without a functional (B)(6) study revealed a site 70% stenosis of the mid lad and a 70% stenosis of the proximal lad. The angiographic core lab reported an 18% stenosis of the proximal rca, an 85% side branch stenosis of the ac marginal and the comment "non-target vessel revascularization." The patient underwent revascularization with placement of two promus stents in the mid lad and one promus stent in the proximal lad. She was discharged on asa and clopidogrel. Repeat angiography three months later for recurrent angina with a negative functional (B)(6) study revealed a site reported 70% in-stent restenosis of the mid lad and an 80% stenosis of the distal lad. The angiographic core lab reported a 19% stenosis of the proximal rca, an 85% side branch stenosis of the ac marginal and the comment "in-stent restenosis of the non-target vessel in the lad." The patient underwent balloon angioplasty with placement of one promus stent in the distal lad and one promus stent in the mid lad. Clinical events committee determined that the hematoma was related to the index procedure but not related to the assigned study device and the non-target lesion revascularizations were not related to the procedure or the assigned study device.